Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). The reported complaint of channel disconnect event was not confirmed; however, a channel malfunction was confirmed. A review of the associated pcu event log found that the pcu was powered up at 6:41 am on (B)(4) 2014 with 4 pump modules attached. Infusions were then programmed and started on three of the four modules. At 7:19 am pump module sn (B)(4), while infusing norepinephrine, went into a channel malfunction condition related to the upper pressure sensor failure. According ot he log the pump module with the malfunction and the other pump module on the left side of the pcu were removed then immediately reattached and both infusions were reprogrammed and restarted. At 8:29 am pump module sn (B)(4) again went in the channel malfunction condition while infusing the norepinephrine drug. The drug was then switched to an idle module and the infusion was restarted and ran until the system was turned off at 8:35 am. A review of the affected pump modules error log found the channel malfunction related to the upper pressure sensor had occurred several times in the past on the device beginning on (B)(4) 2014. A close inspection of all iui connectors on the five devices returned by the customer found slight to heavy contamination present on most of the contact pins. The connectors with the heavy contamination were over two years old and are at risk of having connection issues. Testing on the affected pump module identified the component at fault to be the top pressure sensor. Testing indicates that the top pressure sensor is near the electrical amplifier "rail" voltage when no load is applied. Past vendor analysis of failed pressure sensors found fracturing or damage at the electrical bond joint or weak/intermittent bonds to be the typical cause of failure. The date code on the failed sensor was 0710 indicating that it was manufactured approximately 7 years ago. The root cause of the channel error was determined to be a failed pressure sensor. It should be noted that the message appearing on the main screen of the pcu states to "replace channel with an operation unit as soon as possible".

Event description:
Customer reported that a channel disconnect event occurred while on a patient that is possibly related to iui issues. There was no patient harm or medical patient. Although requested, no additional patient or event details were provided.